Event description:
A complaint was reported regarding communication difficulties between the implant and the external equipment and internal equipment by a patient. The doctor decided to replace the precision spinal cord stimulator with a new one. Patient had a procedure to his neck where electrocautery might have been used. Current labeling warns against the use of electrocautery.